Manufacturer narrative:
(B)(4). The generator was tested in-country by a covidien representative and found to function properly.

Event description:
The customer reported a pt was burned. The burn was on the hip, backside and hairs on genitals. Pt condition was reported as still hospitalized and stable. The electrosurgical pencil was reported as manufactured by (B)(4) and is a non-covidien product which was reported as hot in the surgeon's hand.